Manufacturer narrative:
Medical recommendation was that patients refrain from placing the electronic tablets directly on top of their icds. In certain older model icds, physicians should disable the "change tachy mode with magnet" feature for safety reasons. And with implanting an ICD, physicians should turn on magnet mode monitoring. No specific boston scientific patient was mentioned and there were no reported adverse patient effects noted in the article. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
Boston scientific received information from a journal article that discussed how electronic tablets held in close proximity to an implantable cardioverter defibrillator (ICD) can trigger a magnet mode and potentially prevent therapeutic shocks or cause the device to signal radiofrequency (rf) signal sources that may be incorrectly sensed as an arrhythmia and treated inappropriately by the device. The newer electronic devices use magnets in the covers and frames. Icds include a variety of magnetic sensors, making the devices potentially vulnerable to electromagnetic interference (emi) when patients hold the tablets close to their bodies. During this study, 27 patients were enrolled with various models of icds and monitored device function in various scenarios. Of these tests conducted, 33 percent of the participants had magnet mode triggered in the device. In two of these patients, the ICD was programmed off when the tablet was placed over it and it did not turn on again when the tablet was removed. All magnet mode responses were reproducible and all patients with triggered icds remained in baseline rhythm and were not affected. No noise or oversensing was observed. It was proposed that the location of the magnetic sensor in the ICD may explain why some, but not all of the icds were triggered by the tablet magnets. The two patients icds that remained in the off mode had older boston scientific generation devices. The study concluded that patients with older devices that develop a magnet mode trigger with interactions from the tablet are at risk for untreated tachyarrhythmia¿s since the icds may remain off for an extended period of time. In new model icds, programming resumed after the tablet was removed from the emi environment.